Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse replaced the base rotary pump and luminometer assembly and defragmented the hard drive. The fse also performed the daily cleaning procedure (dcp) and decontaminated the entire system and acid/base lines. The quality controls were then run and within range. The fse provided the customer with details on how to maintain the instrument. The cause of the discordant, falsely elevated troponin results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated troponin results were obtained for two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were rerun on another analyzer and resulted lower than the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.